Event description:
It was reported the pt alleged he underwent surgical intervention to reconnect his scs lead which had become disconnected from the ipg. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.